Event description:
Pinnacle mom medical records received. After review of the medical records the patient was revised to address right hip pain with bursitis and alval. Operative notes reported copious yellow tinged clear fluid from the bursa, deficiency in the anterior abductors approx. 20 %. There was inflame synovium and this was removed. There was a small amount of scuffing in the acetabulum and in the superior quadrant on the peripheral aspect of the bearing surface causing metal debris. Doi: (B)(6) 2008 and dor: (B)(6) 2010 affected area: right hip.

Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.